Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable tina-quant albumin gen.2 - urine application result from the cobas 8000 cobas c 502 module. Patient 1's initial result was 0.7 g/l, the first repeat result was 24.1 g/l, and the second repeat result was 23.1 g/l. Patient 2's initial result was 0.8 g/l, the first repeat result was 48.3 g/l, and the second repeat result was 47.0 g/l.

Manufacturer narrative:
The alarm trace showed frequent calibration flags, and qc recovery indicated that some imprecision remained but was within the required range. A hardware performance check (hpc) was conducted, and the results indicate that sample pipetting was within acceptable limits. The provided data, including the getlog file and alarm traces, did not show any evidence of reagent or instrument-related issues. The root cause was consistent with zero or low pipetting for the two affected samples, possibly due to pre-analytical issues. The investigation determined that no product issue was found.